Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they were having trouble with the other stimulator before the current implant because two or three of the programs weren't working anymore and they were having all kinds of issues. Additional information was received from the patient. It was reported that the most likely cause of the two or three of the programs from the previous implant not working and leading to "all kinds of issues" was due to the patient fell on ice in (B)(6) 2024, and sprained their ankle. A new implant was put in (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025 patltr1 (con): additional information was received from the patient. They reported that the falls affect on the implant was unknown. They stated that a couple month after the fall they stated to have problems 2-3 times a month while asleep. Their bladder was very active and accidents happened. They stated that they changed the settings and it would work for a month or so then start up again. The device was replaced on (B)(6) 2024 .